Manufacturer narrative:
(B)(6). The device was manufactured from august 27, 2019 - august 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during a patient infusion of piperacillin/tazobactam13.5g plus citrate buffer in 230 ml 0.9% sodium chloride. The reporter stated that after the expected therapy time of 30 hours, a small amount of solution remained in the device. The amount remaining was reported to be ¿about one hours worth.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.